Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - insulation failure at distal end - light guide lens cracked - objective lens chipped - lens glue worn out - bending section rubber glue peeled off/worn out - scope ID broken - electrical connector unit corroded - insufficient angulation - biopsy channel worn out - distal end dented/scratched however, these defects alone are not considered severe enough to cause a potential adverse event. The following were the culture test result by the third-party labs via the user: ·all channels: 1cfu/ml the following were the culture test result by the third-party labs via olympus: ·all channels: <1cfu/100ml a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide the applicable corrections.

Event description:
The customer also reported connecting issues to the processor.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for unexpected contamination. In addition, the customer also reported there were issues with the air/water flow and the nbi (narrow band imaging) function was not working. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This medical device report (MDR) is being submitted to capture the reportable malfunction of unexpected contamination.